Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed that the controller in use during the event date contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Alarm log files did not reveal power disconnect alarms. However, review of the data log file revealed communication errors between the battery and controller on (B)(6) 2019 at 00:02:53 and 00:32:56. Relative state of charge (rsoc) between 101-201 are indicative of communication errors. Log file analysis also revealed a controller power up event on (B)(6) 2019 , at 04:54:51. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that a power adapter was connected to power port (1) and a battery was connected to power port two (2). The controller was without power for 12 seconds. As a result, the reported loss of power and power disconnect alarms were confirmed. However, the reported poor mechanical connection could not be confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation was initiated to capture events involving the controller losing power. The most likely root cause of the reported power disconnect alarms can be attributed to communication errors between the battery and controller. A possible root cause of the reported poor mechanical connection can be attributed, but not limited, to connector damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller power ports had poor mechanical connections that were associated with several power disconnect alarms and a loss of power to the controller. The controller was exchanged. No patient complications have been reported as a result of this event.